Event description:
It was reported that the pump did not rewind due to a foreign object in the insulin chamber, identified by the patient¿s family as the stopper that came out of the cartridge; the stopper was removed and the patient resumed use of the ilet without interruption to blood glucose control. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed a cartridge assembly issue in which the cartridge stopper became dislodged, obstructing the pump¿s rewind function, and resolution occurred after the stopper was removed and the cartridge was re-seated. It was concluded, based on previously established findings for similar reports, that the cause was user handling or assembly-related.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.